Event description:
The complaint was received via mhra adverse incident report. It was reported the arrow dialysis line "came apart" prior to dialysis commencing. The white connector disconnected from the line entering the skin/vessel. The consultant nephrologist was present on the unit and was able to use a clamp to prevent the line being lost into the vessel. The connector was very close to the line entry point giving little root for maneuvering. As a result, the pt experienced distress as the line had to be removed and another one inserted. The pt was observed and the pt remained stable. The line was observed post removal and the thread on the connector was sound and screwed on securely. The staff was unable to state if the white connector was loose or cross threaded. It was noted that all dialysis staff (medical and nursing) and in pt nephrology ward staff have been made aware of the incident and to remain vigilant and check the connector is secure whenever they access the line.

Manufacturer narrative:
(B)(4). The device was discarded.